Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to infection at the pocket site. It was also reported that the lead was explanted. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.